Event description:
Vns patient underwent generator replacement surgery due to device migration and left arm pain with paresthesis. The replacement generator was positioned more medially than the original generator was placed. It was reported that the patient's arm strength and pain were better following generator replacement surgery. Investigation has been unable to determine the cause of the reported generator migration. Device diagnostic testing was within normal limits, indicating proper device function and x-rays did not reveal any obvious discontinuities in the vns therapy system.